Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the survey respondent stated no, they did not agree that the instructions for use (IFU) for the following bard or becton dickinson products provides sufficient information about the products and their medical applications because it had lack of maintenance documentation or guidelines in relation to biocath foley catheter pre-connected to a urine meter, standard length, no french size specified.

Event description:
It was reported that the survey respondent stated no, they did not agree that the instructions for use (IFU) for the following bard or becton dickinson products provides sufficient information about the products and their medical applications because it had lack of maintenance documentation or guidelines in relation to biocath foley catheter pre-connected to a urine meter, standard length, no french size specified.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.